Manufacturer narrative:
Patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient had to be hospitalized for 7 days. The patient was found in a coma by daughter. The patient was in a diabetic coma due to incorrectly prescribed insulin which lead to low blood glucose level of 30 mg/dl. Reason for hospitalization was documented to be coma and hospitalization treatment was documented to be other, multi-day hospital stay. No further information available.